Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent minimum fill notifications occurred after filling multiple cartridges. At the time of the reported event, a minimum fill notification occurred after filling a cartridge with 420 units of insulin. The customer¿s blood glucose level was 561 mg/dl which was addressed with an insulin injection. Reportedly, the customer's caregiver helped connect the infusion set to the customer and a new cartridge was successfully loaded. The customer had manual injections for alternate insulin therapy.